Event description:
It was reported the patient's left knee was revised. As reported by rep: "patient revised due to possible infection." A 4x9 ps insert was swapped.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tri ts baseplate size 4; cat#5521-b-400; lot#uyb3b; triathlon ps fem component, cemented; cat#5515-f-401; lot#ussya; triathlon symmetric x3 patella; cat#5550-g-319; lot#3l24. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.